Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure angina occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 7mm. A 2.75x8mm liberte stent was implanted. The procedure was technically successful with a residual stenosis of 5%. Fours days after the index procedure, the patient had undergone re-ptca of the target lesion due to a recurrence of angina. No additional information was provided about the re-ptca. The patient was discharged ten days after the index procedure without angina or silent ischemia. The discharge medications were aspirin 100mg daily prescribed indefinitely, clopidogrel 75mg daily for 12 months and heparin (dosage not provided).

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).(B)(4).